Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative (rep). Rep reports there were no external/environmental/patient factors that may have caused or contributed to the lead did not seed into ins battery easily, resulting in high impedances. The cause of the lead did not seed into ins battery easily, resulting in high impedances was not determined. There was no indication if the issue was due to the lead or due to the implantable neurostimulator (ins). Rep reports multiple attempts were made to get the lead better seeded in the battery (reinsertion, wiping it down with wet and dry cloth). Rep reports the stimulation was programmed around the impedances with satisfactory outcomes. Rep reports the impedances have not been resolved, and there are no actions planned to resolve this. The patient has successful programming despite the impedances.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 28-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances day of implant, which impedances at 40000 and "do not use" on electrodes 0,1,2,6,7. The cause is believed to be due to the lead not seeding into the battery easily during implant. The issue is not yet resolved and is ongoing, but the rep noted they would submit any new information that becomes available.